Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the compact speed reducer device was not spinning. There was no delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the compact speed reducer device would not rotate and the gearbox was worn out preventing the device from rotating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage (worn gearbox) from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.